Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. On an unspecified date, the tubing set was to be used to deliver intravenous immunoglobulin 3 g/30 ml, at an unspecified rate. The customer contact indicated that prior to pt use, the male adapter of a unspecified syringe was connected to the winged female adapter of the tubing set to prime the tubing set. It was reported that while slowly priming the tubing set, less than 1 ml of solution leaked from a hole at an unspecified location at the proximal end of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.